Event description:
This case was reported by a consumer and described the occurrence of peripheral neuropathy in a male patient who received poligrip (super poligrip original denture adhesive cream) over a period of 10 years for loose dentures. A physician or other health care professional has not verified this report. Concurrent medications included thyroxine sodium (synthroid), pain medication and diphenhydramine hydrochloride (sleep aid). On an unknown date, the patient started poligrip (dental). In early 2007, the patient began to experience decreased feeling in hands and legs. In the following month, the patient was told by his physician that he had zinc toxicity. According to the patient, the physician assessed the toxicity as possibly related to super poligrip as he did not use other products containing zinc. The patient was not advised to discontinue treatment with super poligrip. Eight months later, the patient was hospitalized for approximately fourteen days due to difficulty standing, difficulty walking and falling. While hospitalized, the patient was diagnosed with peripheral neuropathy and leukopenia. Prior to his hospitalization, on approximately two months after the original date, the patient experienced foot pain, leg pain, burning and tingling of feet and legs. Since approximately six months later, the patient had experienced intermittent loss of feeling in his feet. The patient stated that he was unable to walk or stand without assistance and currently used either a cane or walker. According to the patient, his physician stated that the patient's feet and legs would probably "never be the same again" and he would probably not be able to work as a truck driver. The patient was treated with gabapentin (neurontin). Approximately 2 to 3 weeks prior to the report, the patient presented to the emergency department for several hours due to back and kidney pain, but was not given a diagnosis and was not admitted. Approximately 3 weeks prior to the report, the patient received an injection of pegfilgrastim (neulasta). In early 2008, the patient underwent an electromyography (emg) procedure which reconfirmed the diagnosis of peripheral neuropathy. That same day, he was also told that his copper level was decreased. Subsequently, the patient reported that he "had not really discussed" his use of super poligrip with his physician, but planned on doing so. He thought he would discontinue treatment, however, at the time of reporting treatment with super poligrip was continued. At the time of reporting, the events of falling, back pain, kidney pain, leg pain and foot pain were resolved. All other events remained unresolved.

Manufacturer narrative:
Manufacturer's comment: the manufacturer's report number for this case is 9681138-2008-00001. Super poligrip cream is manufactured in other country, and neither the product nor lot number for this product is available. No corrective actions have been required based on this report.